Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control test prior to distribution. The device was restored from service app to therapy app. Analysis of device could not reproduce reset. Root cause of the reset was unknown. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported a patient's insertable cardiac monitor (icm) presented with failure to interrogate. The insertable cardiac monitor (icm) was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was discharged.